Event description:
It was reported that there was flow sensor issues with the device. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor assembly a review of the device history record for sn (B)(6) was performed from date of manufacture 07/16/2019 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was flow sensor issues with the device. No patient involvement was noted.